Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported device embolization occurred. In (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure. The procedure took place in the afternoon. The patient was npo (nothing by mouth) with no concern of dehydration. The patient was in normal sinus rhythm . A 21mm watchman laa closure device was successfully deployed in the laa. All release criteria was met. The compression was noted to be 20%+. The closure device was released. During the 45 day follow up procedure in (B)(6) 2016, it was observed that the watchman closure device had embolized. The patient was asymptomatic. The device was retrieved two days later from the abdominal aorta using a 16fr arterial access, a fr4 guide catheter with hemostasis halve, and a gooseneck snare. They made passes at the device up and down the aorta until the feet were caught, at that point the device was slowly brought to the face of the device and the device was pulled into the 16fr sheath. After that they did a large injection into the abdominal aorta to confirm no dissection and there was none. A 27mm watchman laa closure device was then implanted in the laa that same day. It was noted that the appendage was as much as 4-5mm larger than on the day of implant, therefore that was deemed the culprit no further patient complications were reported. The patient¿s condition was okay.